Event description:
As reported from our affiliates in united kingdom, per article, ''comparative analysis of surgical and percutaneous pulmonary valve implants over a 20-year period'', two patients received a valve in valve in the pulmonic position approximately 4 and 6 years post procedure.

Manufacturer narrative:
Investigation is ongoing. The date of the event is unknown. According to the article, all implants were completed between 1998 and 2020. For this reason, the first day of the range was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, sections reflects an unknown edwards transcatheter heart valve. The possible PMA numbers associated with this article are: p130009 edwards sapien xt transcatheter heart valve, p140031 edwards sapien 3 transcatheter heart valve, edwards sapien 3 ultra transcatheter heart valve.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. In addition, no relevant imagery was provided for review. Due to the valve serial number was not provided, a lot history and device history review could not be performed; therefore, a presence of manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. As reported, ''two patients in the sapien group had repeat ppvi 4 and 6 years post initial procedure (sapien valve-in-valve)''. The reason for valve-in-valve of 2 patients (approximately 4 years and 6 years) post-ppvi (percutaneous pulmonic valve implant) are unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required. Reference article: ines hribernik, john thomsona, andrew ho, kate english, carin van doorn, osama jabera and james benthama. ''Comparative analysis of surgical and percutaneous pulmonary valve implants over a 20-year period''. European journal of cardio-thoracic surgery (august 2021).